Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After predilation with a balloon catheter, a 2.50x38mm synergy stent was advanced but failed to cross the lesion. Upon removal of the device, resistance was felt. After several push and pull, the device was completely removed from the patient. However, upon inspection, it was noted that the proximal side of the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts on the proximal end of the stent that were bent and overlapping. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After predilation with a balloon catheter, a 2.50x38mm synergy stent was advanced but failed to cross the lesion. Upon removal of the device, resistance was felt. After several push and pull, the device was completely removed from the patient. However, upon inspection, it was noted that the proximal side of the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.